Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable roche cardiac t quant (troponin t) result for one patient sample from cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold in the united states. The initial result was less than 50 ng/l which was reported to the ward/doctor. Per the laboratory protocol to check all samples tested on the h232, the laboratory sent the serum sample to be tested on a cobas e411 analyzer and the result was 80 ng/l. The laboratory then retested the sample on the cobas h232 meter and the result was 50-100 ng/l. The patient was not adversely affected. It was noted the customer was using "improve medical lithium heparin tubes". These tubes have not been tested nor evaluated and could have a direct unpredictable impact on the results. The meter and strips were requested for further investigation, but the laboratory had discarded the strips.

Manufacturer narrative:
A specific root cause could not be identified. Sample from the patient, roche cardiac t quant (troponin t) strips from lot 11045110, and the cobas h232 meter were received from the customer for investigation. All testing fulfilled the requirements and no product problem was found. The results between the returned cobas h232 instrument and a retention cobas h232 instrument showed no abnormalities and no difference in the results.